Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 143 mg/dl when her sensor read 60 mg/dl, which activated threshold suspend on her insulin pump. The customer was advised to turn the sensure feature off, wait two to four hours and turn the sensor feature back on and reconnect to the old sensor. Proper insertion and calibration techniques were discussed. Nothing further was reported.